Event description:
The end user states she was crossing a street when her chair stopped. She states the wheel fell off due to a broken weld. She states she was dumped from the chair and the chair landed on her. She states she was sore from landing on her head and arm but didn't have to seek medical attention.